Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
From: ___________. Sent: tuesday, march 18, 2025 2:17 am. To: product complaints <productcomplaints@embecta.com>. Subject: bd ultrafine syringes. I wanted to let you know about the ultrafine syringes 1/2 ml 12.7 mm 30g issues I have had. I reached out to bd last year not realizing that your company owns the syringes now about these issues. The issues are (1) finding particles on the syringe and (2) fluid in the syringe (had 3 last year). Both of these have been noticed before even using the syringe. I have kept one of each of these issues if you need it for analysis. I¿ve been using these syringes for 40 years and have noticed that quality is not the same in the last few years.